Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000472769 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are.

Event description:
The hospital reported vasoview hemopro 2 kit right out of the box was faulty. The c-ring was getting caught inside the housing by the hp2 cautery device when advancing in the port. This was noticed during initial setup and was not used in the leg. They opened up another kit and all went well with no issues on newer kit. There was a slight delay of less than 2 min to open a new kit. The device was never used on the patient; therefore, there was no harm.

Manufacturer narrative:
Tw: (B)(4). Updated sections: b4, b5, e1, g3, g6, h2, h11.

Event description:
The hospital reported vasoview hemopro 2 kit right out of the box was faulty. The c-ring was getting caught inside the housing by the hp2 cautery device when advancing in the port. This was noticed during initial setup and was not used in the leg. They opened up another kit and all went well with no issues on newer kit. There was a slight delay of less than 2 min to open a new kit. The device was never used on the patient; therefore, there was no harm.